Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to radiographic loosening of the stem. Patient's previous shoulder fracture may have contributed to the loosening. The primary stem, tray, and bearing were removed and replaced.